Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient harmed by one of your medical devices. Sigma pfc with cmw3 failure. Doi: (B)(6) 2010; dor: (B)(6) 2018; right leg.

Event description:
Maude report received ad (B)(6) 2020 stating in 2010 surgeon surgically placed a depuy sigma pfc, rotating platform knee replacement, unfortunately patient knee was never properly affixed to the tibia or the femur. Patient knew it 3 months post surgery on surgeon. Clinical notes state, there are some radiolucent lines which surgeon stated he didn't think it was tibial loosening. Patient was never advised of the potential problem. Fast forward to 2018, surgeon surgically replaced the components and stated to her wife that "I just lifted the parts out." Surgeon also states that the components were grossly loose. The medical device caused a life threatening situation, ruined patient career and life. Needs to be recalled.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.